Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6) ; product type: 0200-lead; implant date (B)(6) 2025; explant date brand name vectris surescan; product ID 977a260 (serial:(B)(6) product type: 0200-lead; implant date 2025-10-28; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient mentioned they are having trouble with their handset. Patient mentioned that they sat for 4 hours and never got to 20%. Patient mentioned that the charge never stayed green and only showing orange. Patient tried charging ins and was able to get to good connection with ins battery in red. Patient mentioned they did charge it before but still did not increment. Agent offered to call back to check if battery increments. Patient called back and reported they have been recharging for over 2 hours and the ins battery is only at 30%. Patient said that the screen will show good connection and then goes off even though they did not move. Patient said it is not connecting good with the recharger. Patient said when they first started using the recharger they would see excellent charge connection but in the last month it has only ever said good connection. Agent asked what patient sees that indicates the connection is not good and patient described seeing the recovery mode ins charging (open loop), poor coupling screen. Patient reported they will be charging for 3-4 hours and the ins battery level won't go above 20-30%. Patient said the issue started about a week ago and the ins was charging fine prior to this. Patient said they have not been doing anything different with the recharging process since the issue began. Patient said they usually sit up and charge as they can't lay down on their back on the recharger. Patient reported it is hard for them to go anywhere when the ins is not charged enough and when they travel it is 2 hours to the provider's office. Patient said they usually keep stim set to 3.2. Agent asked if patient has had any recent falls/trauma since the issue began and patient said no. During call, agent had patient check recharging speed - patient confirmed it is set to level 4. Patient also mentioned that they had a lot of burning where the leads go into their spine and this issue started about a month ago. Agent asked if patient has notified their provider about this. Patient said they have not been to their provider's office yet but they have an appt. With their provider next week on monday. Agent redirected to hcp about reported issues.